Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leaking from the red box, causing the blood to spray onto the patient." There was no report of exposure or medical interventions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer for review and analysis. The customer photos were evaluated and do not show any evidence of leakage from the device, so the reported failure mode of leakage cannot be confirmed based on customer photo analysis. Bd is unable to confirm the failure mode of leakage based on the customer photo analysis. Additionally, 30 retention samples from the bd inventory were subjected to functional testing and the issue of leakage was not observed. Therefore, this complaint for leakage cannot be confirmed based on retain sample draw testing results. Bd is unable to confirm the customer¿s reported failure mode of leakage based on retain sample analysis testing results. Bd was unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leaking from the red box, causing the blood to spray onto the patient." There was no report of exposure or medical interventions.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leaking from the red box, causing the blood to spray onto the patient." There was no report of exposure or medical interventions.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-13. H.6. Investigation summary: bd received 1 sample and 2 photos from the customer in support of this complaint. The customer photos do not show any evidence of leakage from the device, so the reported failure mode of leakage cannot be confirmed based on customer photo analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the failure mode of leakage based on the customer photo analysis. The customer sample received had already been opened and activated upon arrival. Therefore, the device could not be subjected to a draw test for evaluation of leakage since the IV needle was already retracted into the device. This complaint cannot be confirmed based on customer sample analysis. Additionally, 30 retain samples from the bd inventory were subjected to a draw test and all samples passed the test with no evidence of leaking from the device. Therefore, this complaint for leakage cannot be confirmed based on retain sample draw testing results. Bd is unable to confirm the customer¿s reported failure mode of leakage based on retain and customer sample analysis testing results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.